Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the fluid leak was confirmed. A hole would result in fluid leak leading to a limited device function. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. The adverse event indicating the device has a fluid leak would lead to limited device function and is a known risk of the device that is included in the hazard analysis. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The inflatable penile prosthesis (ipp) cxm inflate/deflate pump was leak tested, visually inspected, and examined using a microscope. Under microscope examination it was observed that the kink resistant tubing (krt) was worn down to the filament. The outer layer of the pump bulb was worn as a result of wear against the pump strain relief krt junction. No leaks were found. This wear would not affect the functionality of the device. Product analysis was unable to identify device malfunction with the returned pump. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 2 had a hole in the outer tube in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. A pinhole leak was present. Both cylinders were not pressure test due to the leak that was identified. Product analysis confirmed the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The device fluid leak leading to limited device function is included in the product labeling. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen, based on the failure with the cylinder that had a hole and fluid leak was identified.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinders and pump components replaced due to a hole in the cylinder. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinders and pump components replaced due to a hole in the cylinder. Following the surgery, the patient was stable, improved and the event resolved.